Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
The user facility reported 67 year old female patient on impella cp support suffered a dissection of their right femoral artery at the impella insertion site . A large hematoma subsequently formed and a blood transfusion involving three units packed red blood cells, one unit fresh frozen plasma, and one unit of platelets was performed to manage the blood loss. The pump was removed and a 16 fr gore sheath was inserted to achieve hemostasis. Vascular surgery was consulted to repair the right femoral artery and a new impella cp pump was implanted via the left femoral site for ongoing support.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined.